Event description:
A hospital in (B)(6) reported via our distributor that an opt318 optiflow junior nasal cannula was pulled apart by a (B)(6). No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: fisher & paykel did not receive the complaint cannula. We were informed that the complaint device was not available for evaluation. Results: a lot check revealed no other complaints for lot 121026. Conclusion: without the complaint device we were unable to confirm what had caused the problem as reported by the hospital. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Our user instructions that accompany the opt316 cannula state: under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Ensure that all connections are secure during use patient monitoring is recommended. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the opt318 based on customer feedback.